Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported issue. The stm indicated that the reported issue occurred due to external damage, misuse/abuse of the iabp from the customer part. The cord appeared to have been ran over and it broke the insulation. To addressed the issue the stm ordered and installed the ac power cord reel. The stm then tested and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the ac power cord of the cardiosave intra-aortic balloon pump (iabp) has insulation damage. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.